Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.7 inr/1.93 inr, 3.6 inr/2.36 inr (second different lab 3.4 inr), 3.2 inr/2.42 inr, 4.1 inr/2.88 inr, 2.4 inr/1.84 inr, 4.3 inr/3.11 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.